Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was received and was reviewed. Intermittent atrial undersensing was suspected to have occurred on a stored episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.